Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. When the patient removed the cycler set, fluid was noticed inside the cycler; no hole in the cassette was visible. Prophylactic antibiotics were administered as a precaution and there was no known patient ill effect. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling. Material, and process controls were within specification.